Event description:
The customer reported that the device will not go into standby mode. The customer reported that the unit was not in use on patient. The issue was discovered during preventive maintenance. The customer contacted product support and per remote service engineer (rse) reported that from the description of the fault it looks like the issue could be with the flow sensor assembly or the da board, not recognizing the flow readings. Per remote service engineer (rse) quote for bench repair has been sent to the customer for the replacement of the flow sensor assembly and da pca. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The gas delivery system (gds) was returned for failure investigation. Failure analysis on the returned gds verified the customer complaint. The root cause was failure of airflow sensor, caused by u1 drifting out of calibration.